Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had altered mental status and motor weakness. The pt was unable to walk and was falling to the floor. It was stated that the pt's pump that was placed on the left side of her abdomen, was falling down her right leg. She had acute pain in her right leg. The hcp did not make any adjustments last week when the pt was in for follow-up. The pt's pain level had increased since last week. The pt was depressed, acting out of character, and was argumentative. The pt was scheduled for another refill in (B)(6) 2010. The pt's husband stated that the pt's status was "serious." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.